Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2014; 419488 lead, implanted (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead pace/sense impedance had been rising. The lead remains in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
.